Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
Lead was explanted due to capture and sensing anomalies.

Manufacturer narrative:
The reported sensing anomaly was confirmed in the laboratory. Analysis found an insulation abrasion from the inside-out under the svc coil at 23.8 cm from the lead tip. The pacing proximal cables were exposed in the same area, and the insulation of one of the conductor cables was damaged. The damage found enabled intermittent contact between the pacing proximal cable and the svc coil, which could cause the reported noise. .

Event description:
It was reported the device was explanted due to premature battery depletion. No patient complications were reported as a result of this event.